Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No frozen screen was noted. No moisture damage was found inside the insulin pump. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 150 mg/dl. Customer stated that insulin pump was exposed to fluid. Advised the customer that insulin pump would be replaced. No further information provided.